Event description:
Same case as MFR report #2134265-2008-00807. It was reported that following a coronary artery drug eluting stenting treatment procedure, subacute thrombosis occurred. The 90% stenosed, severely calcified, 40mm in length, target lesion was in the severely tortuous proximal and mid left anterior descending (lad) artery. The lesion was predilated with a 2.0x20mm non-bsc balloon catheter. Intravascular ultrasound (ivus) was used. A 2.75x28mm taxus express2 drug eluting stent was implanted in the mid lad. A 2.75x16mm taxus express2 des was implanted in the proximal lad. The devices overlap and were post dilated with a 2.75x15mm non-bsc balloon catheter. The devices were considered to be well positioned and well apposed. The pt was given bay aspirin, plavix and anplag before the procedure and bay aspirin, plavix, anplag and heparin during the procedure. While still hospitalized 5 days later, the pt experienced chest pain and unspecified electrocardiogram changes prompting another angiogram. Thrombosis was confirmed in the overlapped portion of the previously implanted taxus express2 des. The thrombosis was treated with 3.0x8mm and 3.25x8mm non-bsc balloon catheters. There were no add'l pt complications reported with the pt's current condition listed as "recovered".

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. A CAPA has been initiated to address this issue.